Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of IV (intravenous) sets over infused while being used with an evo iq volumetric pump and with an in-line burette sitting above the pump. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.